Event description:
Email verbatim: ¿hello, I received the customer complaint below for product 377479 and it seems there was an allergic reaction to it. It is unclear if the customer used lot# 1112090 for which I provided them the cofa on (B)(6) 2021 or another lot#. Would you contact the customer regarding their question ¿can this type of product cause such a localized plaque?¿ (photo in the email below). Please advise. Thank you," hello, recently, we have an employee (B)(6) who indicated to us that he had a red patch that appeared on his skin (on his arm). See image below. He cleaned his hands and arms with bd chlorhexidine gluconate sponges (product 377479). He didn't scrub his arm more intensely than elsewhere. Can this type of product cause such a localized plaque? Thank you.

Manufacturer narrative:
Review of the manufacturing batch record and laboratory results did not determine root cause for this issue. Review of previous complaints did not identify previous complaints for this lot. Occurrence rate and severity per rm5983 v. 6 identifies this issue as acceptable for end user. No CAPA required. Review of the manufacturing batch record and laboratory results did not determine root cause for this issue. Review of previous complaints did not identify previous complaints for this lot. Review of the finished good batch record, part number 377479, lot 1112090, was performed for any discrepancies or deviations, including excessive soap weight, that would contribute to this issue. No deviations or discrepancies were identified during the review of the batch record. Review bd sandy coa did not identify any out of specifications or discrepancies that would contribute to this issue.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Email verbatim: ¿hello, I received the customer complaint below for product 377479 and it seems there was an allergic reaction to it. It is unclear if the customer used lot# 1112090 for which I provided them the cofa on (B)(6) 2021 or another lot#. Would you contact the customer regarding their question ¿can this type of product cause such a localized plaque?¿ (photo in the email below). Please advise. Thank you," hello, recently, we have an employee ((B)(6) here) who indicated to us that he had a red patch that appeared on his skin (on his arm). See image below. He cleaned his hands and arms with bd chlorhexidine gluconate sponges (product 377479). He didn't scrub his arm more intensely than elsewhere. Can this type of product cause such a localized plaque? Thank you.